Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Due to the app not booting, he performed a software reinstall. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A biomedical engineer from the site request an imaging system checkout. He did not have a specific complaint to report at the time. At the site, the medtronic representative found that the image acquisition system (ias) imaging system app was not booting properly. There was no patient present when this issue was identified.